Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 sensor and cable. Unit was safety tested to factory's specifications.